Event description:
Patient had catheter inserted on 1/15/94 via r.I. Juglar. On 1/21/94 injection part of one of the lumens broke off and blood backed up. Nurse clamped the affected lumels with kelley clamp and notified m.d. Md made rounds in am and orders written to disconnect central line. Catheter saved and returned to materials.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. The device was not destroyed/disposed of.